Event description:
It has been reported to philips that ECG is malfunctioning and does not recognize an error message that it has been deactivated after boot up. Does not recognize when the ECG cable has been inserted. Most likely a faulty ECG board. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.